Event description:
It was reported that the roller clamp of an IV set was not moving. As there was no patient involvement, there was no patient injury, medical intervention, or adverse event associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). One device was received and evaluated against the reported condition of a damaged roller clamp. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.